Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
The prograsp forceps instrument was an incidental return. No allegation was made against this product.